Manufacturer narrative:
(B)(6). (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices and three loading units. The device was received with disrupted timing. One sulu was received fully fired and one was partially fired. Both sulus had scratches noted on the inside of the sulu. A sulu could not be loaded due to the disrupted timing of the devices. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Replication of the reported condition was due to improper loading of the sulu. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during an inguinal herniorrhaphy procedure involving the abdominal wall (ventral hernia) for ventral / incisional hernia pre op diagnosis, when the first 10 tacks fired without incident. Upon loading 2nd reload, device would fire but tacks would only partially penetrate into mesh. Device was also making a strange crunching noise at 0 and 65 degrees of articulation. A new device was opened. When deployed, surgeon experienced the same issues (partially fired tacks, crunching noises) as with first device. There was no injury to the patient. The case was completed successfully.